Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl. Customer stated that the insulin pump had motor error. Customer was able to complete insulin pump rewind. Customer did not report an motor position encoder error alarm. The customer stated that the drive support cap was normal. Customer was declined troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.